Event description:
During the clinician's therapeutic removal of an enteral feeding device from a patient (age and gender unknown), the tube separated from the button dome portion of the device. The tube was successfully removed from the patient, but the button dome remained in the patient. The device was successfully removed from the patient using forceps with the endoscope. There was no adverse affect on the patient as a result of the reported malfunction.